Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were not provided, the lot history records of all potential lots shipped to the facility were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient's deterioration was the result of inadvertent clot embolism. Distal embolization of blood clots is identified in the device labeling as possible adverse events/complications. Manufacturer reference #: (B)(4).

Event description:
The patient was a 57-year-old female who was 1-day post spine surgery. The patient was also diagnosed with left deep vein thrombosis (dvt). Access was gained from the left popliteal with the patient prone and under general anesthesia. A clot triever sheath 13 fr. Was placed along with an amplatz guidewire. The clottriever catheter was advanced and deployed into the inferior vena cava (ivc), but the patient decompensated. The patient was flipped onto another bed and chest compressions were started. Heparin was also administered. 2 other physicians came in and accessed the femoral vein. Wire positioning was obtained in the left and right pulmonary artery. Imaging revealed clot in the right pulmonary artery, specifically in the upper and middle pulmonary. At this point, the patient was stable, so an ivc filter was placed. A pulmonary embolism thrombectomy and fasciotomy were completed. The patient was reported to be stable post-procedure.